Event description:
It was reported that the lesion was located in the mid left anterior descending artery (lad) with 90% stenosis, moderate calcification and mild tortuousity. After pre-dilatation, the xience v 3.5 x 23 mm was deployed. While deploying the stent, a dissection was noted at the distal end of the xience v. A xience v 3.5 x 15 mm was implanted to cover the dissection. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissection is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.